Event description:
Technician found stretcher sent to offsite repair (B) (4) with note stating 'brake not working.' Technician found swivel function on lock casters not locking when brake is applied. Replaced all four lock casters to resolve.